Event description:
A biomed representative from the site received a third-hand report that the system was up to 3 mm inaccurate in a frontal endoscopic sinus surgery (fess) procedure. The surgery was reported to have been completed. There was no impact on the patient outcome reported.

Manufacturer narrative:
The patient demographic information was not provided by site, but has been requested. A medtronic ent representative was at the site and investigated the issue and found the surgeon who used system had not used it in a while and was inaccurate after registration. Also, the site has performed additional cases since this event without issues. Investigation involved visual inspection and functional testing of the registration accuracy. Issue has been resolved.